Event description:
During scheduled follow up 3 years and 10 months after implantation, the device involved in this MDR report showed an unexpected behavior; ventricular events were sensed in the atrial channel, even after device parameter reprogramming. Therefore, the device will be explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending